Event description:
Patient returned unit to dealer with broken plastic fork. Patient had noticed hairline crack in fork when he first received it, but did not report it, or return walker.

Manufacturer narrative:
Visual: evaluation results and conclusion: plastic fork on left side of unit has fractured from the point where the bearing assembly is housed. This fork will be saved for qam. The unit was scrapped. Investigation results: final disposition: the fork broke around the collar. The stud and bearings were completely in tact. A CAPA was opened (B)(4) 2009 to address the durability of fork material. Preliminary test reports show that the material met specs. Additional investigator comments: the dealer states that patient told her that he noticed a hairline crack in the fork after he first received unit, but did not report it, or return the unit. He saw that the fork was breaking through but there was no adverse event associated with this discovery. Dealer told him that all such problems should be reported. It is more than possible that the unit was initially damaged during shipment and this was noticed by the patient only after first use. Failure to report problem is contradictory to instructions in user manual.